Manufacturer narrative:
Additional information has been received regarding battery cap recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Pump passed self-test. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. Pump successfully downloaded traces and history file using thump. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: battery cap contact missing, cracked keypad overlay, cracked case corner of the belt clip rails near the battery compartment, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed the pump connected to a test transmitter/sensor and monitored without any connection interruptions. Confirmed battery cap contact missing during analysis. No damaged or missing retainer ring noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a lost sensor alarm, retainer ring issue, and a loss of communication between the insulin pump to transmitter. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn, and mmt-1884. Troubleshooting was not performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.